Manufacturer narrative:
Initial report ref natus complaint#: (B)(4). Device repaired by staff on site. A replacement device is being sent to the customer. Risk review. Doc: (B)(4) rev j nicview risk analysis spreadsheet (ras) rev j. Hazard ID 6.6 - arm assembly fails due to excessive static/dynamic loads and camera/arm falls. Effects (harm) - injury to user, or patient. Risk - 11. The hazards identified have rba rating of medium and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device.

Event description:
Nicview camera fell on nurse's head. There is a screw that fell out and that screw holds the camera in place. Screw replaced by staff on site. No injuries to patient or user reported.

Manufacturer narrative:
Final report ref natus complaint #(B)(4). Device repaired by staff on site. A replacement device is being sent to the customer. This failure was addressed by addressed by capa005355. Nicview 2.0 - improvements to the arm hardware (nvarm) from supplier gcx to address drooping gooseneck failures and camera mounting screw (at ball socket) failures; also incorporate micro-usb support bracket at base of the arm. The last of the current nvarm design were shipped in december 2022. The new design will incorporate all of the improvements listed in ecr#20634 which will be implemented before (B)(6) 2023. The new arm will be called nvarm2. Risk review: doc-023354 rev j nicview risk analysis spreadsheet (ras) rev j hazard ID 6.6 - arm assembly fails due to excessive static/dynamic loads and camera/arm falls. Effects (harm) - injury to user, or patient risk - 11. The hazards identified have rba rating of medium and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device.

Event description:
Nicview camera fell on nurse's head. There is a screw that fell out and that screw holds the camera in place. Screw replaced by staff on site. No injuries to patitent or user reported.